Event description:
Consumer claims to have been pierced with the inverness ear piercing system on 5/25/98 at a retail vendor. On 5/30/98 the ear piercing site was red so the earring was removed and the doctor prescribed antibiotics. On 6/2/98 she was admitted into the hospital for incision and draining at the site and was placed on IV antibiotics. She was released on 6/9/98.